Event description:
Had 18 sensus srt-100 treatments on right lower leg for squamous cell skin cancer. I questioned provider about how often equipment was calibrated and checked, assured it was safe. Complained about tenderness, etc, told it was slight "nerve damage" and would be tender then delayed serious radiation burn appeared, requiring 5 months wound care treatment. Extensive hbo involving 6/7 various physicians. Caused lymphedema requiring compression stockings and use of compression sleeves daily. Personal costs and time, I did document the entire 5 months with photos and a log. Wound is healed but have been told, it could reopen. There is a 4 inches area that's pink and may never return to natural skin color again.